Manufacturer narrative:
Corrected data: h6-medical device code, investigation findings, investigation conclusions. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2023-01334. It was reported that patient experienced ineffective therapy due to lead migration. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue.